Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized for hyperglycemia on tuesday (B)(6) 2019 at 9 am. It was reported that the insulin pump was not delivering insulin over night. It was reported that the customer¿s blood glucose level was unknown mmol/l at the time of incident. It was reported that the educator could not figure out why the insulin pump did not alarm or indicated that there was no delivery of insulin. Product is not expected to return.